Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. The device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional, changed, and/or corrected data: h6.